Event description:
A distributor complaint was reported regarding a malfunction of an insulin pump with the code malfunction 12-0x2071. There was no reported information regarding the customer's blood glucose level at the time. The pump was confirmed to be within warranty, and the customer was informed that a replacement was necessary. Tandem technical support provided instructions for the return and ensured a replacement pump was dispatched. The customer did not provide information on their backup insulin therapy, but the device has been replaced as instructed.